Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the balloon rupture occurred due to interaction with the calcified lesion causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event was updated to (B)(6) 2021. D9: device available for evaluation updated from "unk" to no.

Event description:
It was reported that a 5.0x20mm armada 18 balloon dilatation catheter ruptured at the first inflation. There were no adverse patient effects reported and no clinically significant delay reported. Subsequently, after the initial report was filed the account confirmed the procedure was to treat a popliteal artery. The balloon dilatation catheter ruptured at 8 atmospheres and no resistance was felt during advancement. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.0x20 mm armada 18 balloon dilatation catheter ruptured at the first inflation. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.